Event description:
Spontaneous call from pt to report pump malfunction. It keeps coming up high pressure randomly and it will stop before she even can look at the line. She says she has still checked the line and everything is fine. It is not happening with her other pump. Sn # (B)(4). New pump being sent and return box being sent. No interruption to therapy. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver.